Event description:
It was reported that prior to a ureteroscopy procedure, the segura hemi basket failed to close. Several attempts to close the basket were unsuccessful. An attempt to "take apart" the device in an effort to close basket was also unsuccessful. The device was not used and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.